Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient alleged that he first became aware of the meter issue began on the morning of (B)(6) 2017, when he obtained blood glucose readings of ¿428 and 51 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient was unable to confirm how he treats his diabetes or if he made any changes to his normal diabetes management regimen. The patient reported that prior (time unknown) to obtaining the alleged inaccurate results, he had developed symptoms of ¿extremely dizzy and incoherent¿, he was treated by his wife with glucose tablets/gel. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.